Manufacturer narrative:
The insulin pump had a blank display due to moisture damage the electronic assembly. The insulin pump had minor scratches on the display window, cracked display window corners, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump would no longer power on, after it was submerged in water while the customer was swimming, and the customer placed a battery in the insulin pump. The customer reported that there was fluid under the lcd display and the belt clip notch in the casing was chipped. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 260 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.